Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states that he sat down in his chair and the frame cracked in half. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.